Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient reported to the hospital on (B)(6) 2017 with a chief complaint of abdominal pain. The patient continued to have pain and was scheduled to have their device removed on (B)(6) 2018. It was unknown what environmental/external/patient factors may have led to or contributed to the issue. The issue was not resolved at the time of the report. No further complications were reported/anticipated.